Event description:
A healthcare professional reported that the cutter was simply slow (not cutting at 10k cuts per minutes (cpm) before vitrectomy surgery. The user opened a new pack this resolved the issue, and the surgery continued as normal. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. One opened probe was received, with a tip protector, in a tray, for the report. The sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face and on welded cap. The sample was then functionally tested for actuation and cut. The sample was found to be nonconforming for both tests. The probe was disassembled, and the components inspected. No/minimal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The probe engine was disassembled, and the components inspected. Rear housing o-rings (top and bottom) - shiny/wet. Diaphragm, spacer, and top and bottom rear o-rings are all intact. Excessive adhesive was on the extension/diaphragm bonded area, at the top, which exceeded the specification for length. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation confirmed that the probe had actuation and cut failures. The exact cause of the actuation and cut failures cannot be determined from the evaluation performed. A potential contributing factor of the actuation and cut failures is the excessive adhesive observed on the extension/diaphragm bonded area. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A non-conformance has been initiated to identify the root cause for the excessive adhesive on the extension/diaphragm bonded area. A nonconformance investigation is currently in progress to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).